Manufacturer narrative:
The insulin pump was received with operating currents within specifications and passed self-test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. No unexpected insulin flow blocked alarms or power loss alarms were noted. No cracks noted at the display window. The insulin pump had minor scratched lcd window, case and keypad overlay.

Manufacturer narrative:
The pump passed the delivery accuracy test.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer's insulin pump was cracked. It was reported that the damage was located behind the display screen. It was reported that the customer encountered a power loss alarm. It was reported that the customer was hospitalized for high blood glucose levels. It was reported that the customer's blood glucose level at the time of incident was over 594mg/dl. It was reported that the device is being replaced and returned for analysis.